Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that: on (B)(6) 2009 the patient underwent fusion surgery at t10-l3. On (B)(6) 2011 the patient underwent exploration of fusion t10-l4 and removal of rods; bilateral pedicle screw placement l1; posterolateral fusion from t11-l2 bilaterally using rhbmp-2/acs. Post-op diagnosis: pseudoarthrosis status post t10-l4 fusion with fractured rod at l1 on the left. On (B)(6) 2012 the patient was presented for office visit. The patient was complaining of back pain, left hip pain and inability to straighten his left leg secondary to pain at his hip as well as intermittent left lower extremity numbness. The patient underwent CT scan of lumbar spine and pelvis. Impressions: 1) degenerative spondylosis but no acute fracture noted; 2) negative for fracture, dislocation or features of traumatic instability. Solid posterior lateral lumbosacral arthrodesis with postsurgical changes iliac crests and marked postsurgical fatty atrophy of the paraspinal musculature. Assessment: 1. Back pain with intermittent left lower extremity weakness and numbness. Review of systems: muscoskeletal: muscle weakness (left lower extremity). Back pain: on the left side, in the lower region, radiating (down the left lower extremity). Neurologic: numbness, tingling (left lower extremity). The patient also underwent CT scan of thoracic spine. Impressions: negative for fracture, dislocation or features for traumatic instability. Solid appearing posterior lateral instrumented arthrodesis t10-l3 with interbody fusion l3-s1 end segment accelerated minor degenerative spondylosis t8-9 with vacuum phenomenon. T9-10 demonstrates a bulky bridging anterolateral osteophytic change.